Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after delivering a bolus. The customer¿s blood glucose level was 407 mg/dl at the time of the incident. The customer has treated high blood glucose with a manual injection. The customer stated the no delivery alarm occurred 30 minutes after delivering a bolus. The customer was advised to change the infusion set ad reservoir; the customer will change later today when the insulin vile settles down from all the air bubbles. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6). Customer name has been changed to (B)(6).